Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, biomechanical overload, increased sensitivity, mobility, immediate loading.